Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped and replaced due to impedance anomaly. Patient condition was stable after the event.